Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no serious patient harm or injury that occurred or was reported. Arrangements made for the shipment of the three-way solenoid valve and the proportional valve so they can be replaced to address the issue.